Manufacturer narrative:
The user facility elected not to return the device to olympus for evaluation. However, the user facility provided photographs of the device and the large pedunculated polyp entangled in the loop tip. The yellow tube joint was depicted as having been pulled off of the tube sheath onto the coil sheath, and both sides of the tube joint show stretching of the coil sheath. Based on the visual examination of the provided photographs and the position of the tube sheath, tube joint, and loop, the tube sheath may not have been positioned appropriately when the device deployed. The coil sheath was found severely stretched, likely due to an excessive pulling force. The distal end of the tube sheath was depicted as severely kinked and deformed with evidence of thermal damage, likely due to the users attempts to detach the loop from the polyp. The cause of the reported event cannot be conclusively determined. However, user mishandling appears to have been the likely cause. If significant additional information becomes available, a supplemental report will be provided. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during an attempt to ligate a large pedunculated polyp in the patient's cecum, the users heard a snap and the loop became stuck to the base of the polyp and could not be withdrawn from the unidentified endoscope. The users reportedly attempted to cut the distal end of the tube sheath to release the loop from the polyp without result. The users then cut the proximal end of the tube sheath near the handle, and removed the inner coil sheath from the endoscope. The users withdrew the endoscope from the patient and left the outer tube sheath inside the patient. The users reported to have reinserted the endoscope alongside the length of the tube sheath, and utilized a non-olympus hot biopsy snare to excise the base of the polyp and cut the loop without injury. The users utilized a rothnet device to retrieve the polyp and attached loop tip. The patient did not sustain bleeding or injury, however a post-procedure x-ray was said to have been performed.